Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. Additional information has been requested. (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, her vision worsened. The lens did not fix her myopia and much less her astigmatism; on the contrary, she had a marked worsening. This is impacting her active life, driving on the road and researching for matters of interest. Additional information has been requested.